Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as surgical damage. Calcification: observed white and brown calcification on the device. Creases folding of implant: observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. Additional observations: observed delamination total of the plug strap disk shell.

Event description:
Healthcare professional reported right side capsular contracture baker grade "4," "calcified and disintegrated" and "creases." Device was explanted.

Event description:
Healthcare professional reported a right side no information. Healthcare professional later reported capsular contracture baker grade "4," "calcified and disintegrated" and "creases." Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV and "disintegrated".